Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, when attempting to deploy the sealant on a 6f exoseal vascular closure device (vcd), the deployment button malfunctioned. When button depression was attempted, the button would not depress at all. It remained unresponsive and failed to engage, preventing the seal from being released as intended. Hemostasis was achieved with manual compression for 20 minutes. There were no reported injuries to the patient. The procedure used an antegrade approach and the exoseal vcd was used in a diagnostic procedure. The physician was certified and had been using the exoseal vcd for 10 years. There were no visible signs of device or package damage prior to use. One exoseal device and with a 6f avanti catheter sheath introducer (csi). The femoral artery¿s suitability was verified on angiography, the vessel diameter was not verified to be =5 mm, and there was no visible calcium, plaque, stent, stenosis greater than 50%, prior closure device use within 30 days, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The patient's body mass index (bmi) was not greater than 40. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and sheath were retracted together until bleed back slowed or stopped. The physician kept their thumb on the plug deployment button during retraction, and retraction continued until the indicator window turned solid black. The indicator window showed solid black at that time, with no red color observed during retraction. When the device was removed, the indicator wire loop was deployed with no anomalies noted. The product was not returned for evaluation. A review of the manufacturing documentation associated with lot 18454458 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, it was reported that the physician kept their thumb on the plug deployment button during retraction which may have attributed to the issue experienced. Additionally, an antegrade approach was reported. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, when attempting to deploy the sealant on a 6f exoseal vascular closure device (vcd), the deployment button malfunctioned. When button depression was attempted, the button would not depress at all. It remained unresponsive and failed to engage, preventing the seal from being released as intended. Hemostasis was achieved with manual compression for 20 minutes. There were no reported injuries to the patient. The procedure used an antegrade approach and the exoseal vcd was used in a diagnostic procedure. The physician was certified and had been using the exoseal vcd for 10 years. There were no visible signs of device or package damage prior to use. One exoseal device and with a 6f avanti catheter sheath introducer (csi). The femoral artery¿s suitability was verified on angiography, the vessel diameter was not verified to be =5 mm, and there was no visible calcium, plaque, stent, stenosis greater than 50%, prior closure device use within 30 days, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The patient's body mass index (bmi) was not greater than 40. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and sheath were retracted together until bleed back slowed or stopped. The physician kept their thumb on the plug deployment button during retraction, and retraction continued until the indicator window turned solid black. The indicator window showed solid black at that time, with no red color observed during retraction. When the device was removed, the indicator wire loop was deployed with no anomalies noted. The device was not received for evaluation.

Event description:
As reported, when attempting to deploy the sealant on a 6f exoseal vascular closure device (vcd), the deployment button malfunctioned. When button depression was attempted, the button would not depress at all. It remained unresponsive and failed to engage, preventing the seal from being released as intended. Hemostasis was achieved with manual compression for 20 minutes. There were no reported injuries to the patient. The procedure used an antegrade approach and the exoseal vcd was used in a diagnostic procedure. The physician was certified and had been using the exoseal vcd for 10 years. There were no visible signs of device or package damage prior to use. One exoseal device and with a 6f avanti catheter sheath introducer (csi). The femoral artery¿s suitability was verified on angiography, the vessel diameter was not verified to be =5 mm, and there was no visible calcium, plaque, stent, stenosis greater than 50%, prior closure device use within 30 days, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The patient's body mass index (bmi) was not greater than 40. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and sheath were retracted together until bleed back slowed or stopped. The physician kept their thumb on the plug deployment button during retraction, and retraction continued until the indicator window turned solid black. The indicator window showed solid black at that time, with no red color observed during retraction. When the device was removed, the indicator wire loop was deployed with no anomalies noted. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.